Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the ventricular port of the pulse generator had an anomaly which caused loss of ventricular capture.